Event description:
The disposable tip that is used on the tjf-q190v duodenoscope has been dislodged/split on multiple occasions, the company informed us the "new improved tips" would not have eliminate the preserved issues. The patient presented to the endoscopy department for an endoscopic retrograde cholangiopancreatography (ercp) procedure. After the procedure concluded, and during post procedure equipment evaluation, a staff noticed the disposable plastic tip from the tjf-q190v duodenoscope was missing. The patient who had been transitioned, was informed of the situation, and returned to the procedure room for an esophagogastroduodenoscopy (egd) for evaluation of unintended retained object. The disposable scope tip was seen in the stomach and retrieved without any adverse events. The patient returned to pre-procedure/ pre-anesthesia level and was discharged safely. Note: staff reports continued issues with this device.